Event description:
Additional information received reported that patient injury included incisions. After the device was removed, the patient recovered without sequela. It was noted that there was an ¿unknown status¿ on the overdischarged battery. It was further reported that the incision previously reported was the one they made during surgery and that the reporter did not mean to report the statement. It was noted that the patient recovered just fine and there were no issues.

Event description:
It was reported that a patient was in overdischarge. It was stated that the patient met with a manufacturer¿s representative and was now out of overdischarge and impedances were fine. It was stated that they did not turn stimulation on because a lead had moved/migrated. It was reported that the patient would have revision surgery next monday. A potential pocket revision was noted. It was stated that overdischarge was because the patient ¿had charged for 1 year¿ / patient compliance. Additional information received reported that the patient had telemetry issues. It was stated that the patient was told to charge all weekend and was at 50% today. It was noted that the patient hadn¿t charged the ins for a year. It was reported that a lead revision was scheduled for today. It was noted that the patient¿s leads were originally in superior aspect of t7 and t8. It was reported that current xrays showed leads were at t12 and t7. It was stated that today¿s revision planned to use a surgical lead to cover t8.5 to t10.5. It was noted that the patient had issues with stimulation coverage ¿about a year ago¿. Additional information received reported that two 3778 leads were removed and a 5-6-6 was put in today. It was reported that the ins was also replaced. Additional information received reported that the patient was receiving stimulation post implant.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the stim ins battery had reduced capacity due to overdischarge. It was reported that the device was discharged when received for analysis. It was stated that a normal charge was performed and good coupling was observed. It was noted that the ins had one overdischarge count when the diagnostic data was pulled. It was reported that the returned information indicated that the ins was not recharged for a period of one year. Analysis of the lead (B)(4) found no anomaly. Analysis of the lead (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.